Manufacturer narrative:
Device used for treatment, not diagnosis. Unknown when device broke. This report is for an unknown plates: tubular/unknown lot. Part and lot number are unknown; UDI number is unknown. Original surgery was sometime in the 2nd week of (B)(6) 2017. Not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: DHR review could not be conducted due the insufficient information¿s. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that the patient had original surgery sometime in the 2nd week of (B)(6) 2017 for treatment to the right hallux (big toe) due to issues with the bone cartilage. Patient was implanted with one (1) 3.5 mm -one third tubular plate/ 5 holes, unknown quantity and type of screws. Approximately 2-3 weeks post-operative, during a scheduled office visit, the surgeon reported that the plate was cracked. The plate is cracked at midpoint at a screw hole position. Patient reported that in (B)(6) 2018 the pain returned. On (B)(6) 2018, during a scheduled office visit the surgeon reported that the plate has shifted on the bone. Patient will need a follow up surgery, but cannot afford it. Patient is on some unknown pain medication at this time. Patient would like to be contacted concerning compensation for his follow up surgery. This complaint involves one part. Post-operative event is for plate migration. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial medwatch was inadvertently submitted with incorrect alert date. The correct date is (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.